Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle precision neo h meter were reviewed, and the dhrs showed the freestyle precision neo h meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a adc blood glucose hospital meter would not power on with either button press or test strip insertion. The healthcare professional reported that a patient was diagnosed with hyperglycemia and required treatment, but no additional information was provided. There was no report of death or permanent injury associated with this event.